Event description:
The customer obtained elevated atellica im high-sensitivity troponin I (tnih) results on four samples from the same patient that were considered discordant with the lower result from an alternate method. The alternate method is a troponin t method. The initial result was reported to the physician(s) and was not questioned. The patient was hospitalized for one day and a CT scan with contrast fluid was performed. After the result of the alternate method was obtained, the hospitalization was deemed unnecessary, and the patient was discharged. There are no known adverse health consequences due to the discordant elevated tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results on four samples from the same patient that were considered discordant with the lower result from an alternate method. The quality control (qc) was in range at the time of testing. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings.". The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology.". Siemens healthcare diagnostics is investigating. MDR 1219913-2023-00016 & MDR 1219913-2023-00017 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00018 on january 17, 2023. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results on four samples from the same patient that were considered discordant with the lower result from an alternate method. January 30, 2023 additional information: siemens investigated. The quality control (qc) was within acceptable limits and the elevated results were reproducible which is indicative of a sample/patient specific cause. The atellica im tnih method is a troponin I method. The alternate method used is a troponin t method which is a different form with different binding capacity. No sample was available to be sent to siemens for further testing so heterophile antibodies (which can cause falsely depressed or elevated results) cannot be ruled out. In addition, per the instructions for use (IFU), there are conditions both cardiac and non-cardiac other than ami that are known to cause myocardial injury and elevated tni values. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. Results of atellica tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2023-00016 supplemental report 1, MDR 1219913-2023-00017 supplemental report 1, and MDR 1219913-2023-00018 supplemental report 1 were filed for the same event.